Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver clonidine 250.0 mcg/ml at 79.34 mcg/day, bupivacaine 8 mg/ml at 2.2829 mg/day, and dilaudid 2.5 mg/ml at 0.9988 mg/day, indicated for non-malignant pain. It was reported that at the end of (B)(6) 2016, the patient experienced an overdose due to catheter damage. It was reported that the day after a pump refill, the patient gave herself a bolus and an hour and a half later, felt lightheaded, dizzy, shaky, and could ¿feel her heart beating in her head.¿ the patient described these symptoms as sudden, and it was noted that normally she has low blood pressure, but her heart was pounding. It was reported that she lost consciousness and was taken to the ER; a dye study was performed and a catheter fracture was found. The patient stated that the only explanation for the fracture was the way it had been implanted; it was not inserted into the side opening (foramen), instead, it had been placed from behind (dorsal). It was stated that during the dye study, they could not push any fluid through. They kept trying, and eventually it pushed through and it all emptied out into the patient¿s spine and not the intrathecal space. It was reported that a softball sized seroma also formed because of the tunnel that the improperly placed fractured catheter had made. It was reported that during the revision, the tunnel was sutured as much as possible, but it still leaked some and the patient still experiences intermittent seromas that fill up, but not as large as the original one. It was noted that the catheter revision /replacement was done on (B)(6) 2016, and no issues were found with the pump itself. It was stated that the issue had been resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.